Event description:
A customer reported intermittently experiencing a cartridge alarm 30. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support decided to replace the pump and advised the customer on using a pump with updated software, including instructions on sensor management. The customer acknowledged the instructions and was informed about returning the problematic pump within 10 days using the provided return shipping details, after which a replacement pump was sent.